Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4068-45 lead implanted: 1999 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was capped and a new lead was successfully implanted. No patient complications have been reported as a result of this event.